Manufacturer narrative:
1. Summary of investigation results: the patient sample was received for investigation. Investigation of the sample with size exclusion chromatography detected macro-tsh. Per product labeling, "the presence of autoantibodies may induce high molecular weight complexes (macro-tsh) which may cause unexpectedly high values of tsh." 2. Summary of follow up/corrective actions taken: no product problem was identified. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of questionable elecsys tsh v2 results for 1 patient sample on a cobas pure e 402 analytical unit compared to a competitor method. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: an interfering factor is suspected in the patient sample. The patient sample was requested for investigation. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No 5. Device reprocessed and reused? No